Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The customer cleared the alarm and tried many batteries but continued to have the same issue. Customer's blood glucose level was 139 mg/dl. The insulin pump also alarmed battery out limit and weak battery. The device was not returned.